Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tense, painful, tender, hard areas, sore, discolored blue, red lump, pus excretion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the chin (c1, c2, c5, c6). Prior to injection, the patient was given ice. Patient had pain the following day at the filler site. The c6 area was tense, painful and discoloured blue. Patient was treated with hyalase diluted with 1% lignocaine to reduce pressure in the area after consulting with a physician. On the next day, consulted with a 2nd physician and patient was treated with yellow light. The patient's capillary refill was slow after the treatment so patient was given another treatment with hyalase diluted with 1% lignocaine. Patient was then given another yellow light treatment and massage. On the following day, the patient had swelling to the left lower cheek/jaw that was worsening overnight. The area was hard and tender. A 3rd physician was consulted and the patient was advised to go to the emergency department. Patient was admitted and further consultation with the 3rd physician and emergency department doctor concluded with treatment with ceflex. Patient declined drainage to the area. Patient was also given arnica cream for secondary bruising from the hyalase treatments. Patient was phoned the next day and they sounded brighter. Patient noted the areas were not as hard/sore. Patient had a clinic review the next day. It was noted that the entre area softened and the capillary return was quicker. The lower left area still had some hard/tender areas. No further action was required after consulting with the 3rd physician and patient was advised to continue with ceflex. Patient returned to the clinic again the next day and their lower face had not improved. Patient also had a low mood. Patient had a good capillary refill and all areas had softened except for the tender red lump on the lower left m2/c6 area. The origin of the red lump was discussed and was noted to be due to an underlying scarring from aquamid removal. Patient was then prescribed with ciprofloxacin. Patient was contacted via phone the next day and had clear speech and an improved mood. Patent noted that the lumps were still present and consistent in size with the pain decreasing. No side effects from the new antibiotics. Two days later, the patient reported that the lump was definitely reducing and there is no pain most of the time. Patient also had an oral thrush side effect from antibiotics which was being treated with syrup from the pharmacy. Patient began having significant improvements. Patient was reviewed again 3 days later. It was noted that pressure to all areas relieved and the lump was reducing by still present. After consulting with the 2nd physician again, patient was told to continue with antibiotics until lump had resolved. Patient discussed depression and having a severely difficult year. Patient was phoned 3 days later, the patient was happy and had a lot of ooze/pus come out from lump. Patient then came in for a review. All the bruising and hard areas had subsided. The red lump was 1/3 smaller, soft and non-tender to touch but had a small pocket fluid/pus still to excrete. Patient had a low mood 2 days prior due to neck pain and soreness to lump. Patient was feeling better the day before and that day after the pus excretion. Patient was then prescribed with more ciprofloxacin and nilstat. Symptoms are ongoing. Patient had concomitantly been taking unspecified medications for clomerulonephritis.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found.